Event description:
The system 7 high speed precision saw was sent for evaluation due to leaking an unknown substance during testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The system 7 high speed precsion saw was sent for evaluation due to leaking an unknown substance during testing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event of leaking was not confirmed. During the inspection a sample was not able to be taken. There was no active leaking noted, and no evidence of leaking or a substance was found during the inspection.